Event description:
This report summarizes two malfunction events. A review of the events indicated that model ec500j eclipse filter system experienced a detachment of device. These reports were received from various sources. Of the two events, both involved patients with no reported injury. One patient was a 42 year-old woman, of unknown weight. The other patient was a 44 year-old male, of unknown weight.

Manufacturer narrative:
H10: lot numbers were not provided. Therefore, lot history reviews were not performed. Devices were not returned. Medical records were returned for both malfunctions. One investigation confirmed for detachment and perforation. The other investigation confirmed for detachment. A root cause has not been determined. The device(s) was/were labeled for single use. H10: the product catalog number of 1 device was updated to ec500f.

Manufacturer narrative:
For the two reported events, both the devices were not returned to bd for evaluation. The aforementioned issues are known inherent risks of the device. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model ec500j eclipse filter system experienced a detachment of device. These reports were received from various sources. Of the two events, both involved patients with no reported injury. One patient was a (B)(6) woman of an unknown weight. The age, sex, and weight are not provided for the other. In both cases, the sample was not returned, limiting investigation.